Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight is unavailable for reporting. The manufacturer received one intact plate, five unknown intact screws, one broken screw etched with a part and lot number, and five unknown partial screw fragments (total of 11 screws) on february 17, 2016. It is unknown how many screws were originally implanted in the patient and how many of the screws were found broken postoperatively, as it is unknown if all explanted devices were returned for evaluation. Exact date of implant is unavailable and was reported as an unknown date in approximately (B)(6) 2015. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal third tibia revision surgery was performed on (B)(6) 2016, due to screw breakage and non-union. The original implant surgery occurred on an unknown date in approximately (B)(6) 2015. The unknown plate, an unknown quantity of 3.5 mm screws, and an unknown quantity of 2.7 mm screws were removed during the (B)(6) 2016 revision surgery. It was reported that "a majority" of the 3.5mm and 2.7mm screws implanted distally were broken postoperatively. All broken fragments were removed from the patient easily without additional medical intervention. There was no allegation of complaint against the plate. There was no surgical delay or additional surgical intervention required. The patient was revised to an expert tibial nail with locking bolts. The procedure was completed successfully without harm to the patient. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: a total of four (4) intact screws, one (1) plate, five (5) broken screw fragments, and one (1) broken screw were received with a complaint condition of the screws breaking postoperatively. The complaint condition is confirmed since the received screws are indeed broken. The cause of the complaint condition could not be determined. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Due to the size of the fragments, part families were able to be identified for only two (2) out of the five (5) screw fragments. It appears that the screws were subjected to excessive cyclic loading forces, thus causing the screw to break. There was no complaint alleged against the four intact screws and intact plate; therefore no additional investigation is required for these devices. The relevant drawings for the devices were reviewed. No drawing issues or discrepancies were noted. The designs were determined to be suitable for the intended use when employed and maintained as recommended. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Initially reported that five unknown screws were returned intact; should have been four unknown screws were returned intact. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.